Event description:
Related manufacturer report number: 2017865-2022-08095. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. The physician alleged ra and rv lead insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The leads were explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of suspected insulation damage and noise resulting in oversensing were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination revealed no any indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead revealed no anomalies except for damages consistent with procedural damage.